Event description:
Complainant alleged that while pacing a pt (age & gender unk) using electrode pads, the device appeared to inappropriately have stopped pacing. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrode pads were discarded and are not available for evaluation.